Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in event description, evaluation found the air/water and suction cylinders were discolored, the charged coupled device lens was scratched and cracked, the light guide lens was scratched, the connecting tube coating was peeled, the scope cover was deformed, and bending section cover adhesive was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the colonovideoscope did not blow when preparing the device for use. The device went through the decontamination process in the disinfectant. No foreign material was noted. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation/damage of the nozzle was confirmed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is preventable and detectable by handling device as per the following instructions for use (IFU): operation manual chapter 3 preparation and inspection (detection way is included.) Reprocessing manual chapter 5 reprocessing the endoscope (preventive measures are included.) Olympus will continue to monitor field performance for this device.